Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.

Event description:
Dexcom was made aware on 12/17/2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient stated that she works in a nursing home surrounded by nurses when her cgm started alarming her at 375mg/dl. The patient called her doctor and informed him the cgm was at 375mg/dl and rising, the 2 arrows were pointing up. Ten minutes later the patient passed out for thirty-five minutes. A co-worker called the emergency medical services (ems) ambulance. The paramedics pinched her arm and pushed her chest, finally they turn her on her back and the patient woke up on her own was given a little bag of fluid thru IV. A co-worker called the patient's husband and the patient's husband took the patient to the hospital, emergency room (ER) on (B)(6) 2016. At the ER labs were performed and everything came out normal. In the ER the patient was given 6.2 units. The patient did not specify what the 6.2 units were of. After two hours the patient was released from the emergency room. At time of contact the patient was doing well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. It was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.